Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to the echocardiography. The reported difficult to remove from the anatomy (clip caught on chordae) was due to troubleshooting maneuvers of the unintended movement (sleeve steering issue). The unintended movement was due to poor image resolution. The tissue injury appears to be related to the procedural condition of the clip caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported delay of treatment/therapy was a result of case-specific circumstance due. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a sleeve steering issue and tissue damage. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had a floppy septum and imaging was very challenging. The steerable guide catheter (sgc) and an ntw clip delivery system (cds) were inserted. However, due to the floppy septum, the sgc was difficult position. Also, due to the poor imaging, it was difficult to visualize the sgc and cds. Although imaging was very poor, the physician decided to attempt to steer down into the left ventricle (lv). It was noted a lot of tension was put on the device due an excessive amount of steering. When attempting to release some of that tension, it was observed the clip moved in an unintended direction. The cds was attempted to be pulled back into the left atrium (la), but the clip became caught in the chordae and the commissure, resulting in a clinically significant delay in the procedure. Troubleshooting was performed and the clip was able to be retracted into the la. However, a chordal rupture occurred. The physician decided to remove the cds and replace it with another ntw. The clip was deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted and attempted to be placed laterally of the first clip. However, while grasping, the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The nt clip was then repositioned to stabilize the slda. Mr was reduced to a grade of 2. Once the cds and sgc were removed, a left to right shunt was observed. However, no treatment was performed. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.